Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during disassembly after the case. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The returned tasp, lot 64876270, exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.